Event description:
The manufacturer received information alleging experiencing dry mouth, shortness of breath, headaches, restlessness and fatigue; does not have any access to a temporary machine and has particles in tubing/chamber; has severe sleep apnea and is in urgent need to receive his replacement related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.